Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostatic clipping procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not advance through the sheath. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Bound in sheath. The device has been received for analysis, however, completion of the failure analysis of the complaint device has not been performed as of yet. When completion of the failure analysis of the complaint device is completed, and if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).